Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent breast implant removal procedure on (B)(6) 2019 and suture was used. Suture was used to close the incisions and suture other deeper tissue. Ten days, post op, patient experienced an allergic reaction, raised red itchy rash, initially along the incision line as well as the breast area. The reaction started out of the right side and progressed to the left breast. The patient returned to the doctor and was administered six day oral steroid. The rash did not go away. The patient went to dermatologist and was prescribed a topical steroid. The status of the rash is currently unknown. Additional information has been requested.